Event description:
Medication tubing was disconnected from intravenous (IV) "trifuse" hub. Upon disconnection of tubing, it was noted that blood began to backflow out of the port indicating that the backflow stop had failed. The hub was immediately replaced, and there was no adverse outcome to the pt.